Event description:
Reporter alleged that the expiration date was missing from the label of the aviva test strip vial. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.